Event description:
Initial reporter states that suture had broken five days following open laparotomy. Pt was returned to the or for repair of the wound. Pt's wound dehisced a second time three days following repair, however, this event was related to the pt's fascia disruption and not device.